Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 07, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 23, 2022.